Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms and replace power alarms during the self-test were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(4) ) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 10 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2022, (B)(6) 2022 per timestamp). Events recorded on (B)(6) 2022 took place in the testing labs at abbott. During the events captured on (B)(6) 2022, only the white power cable was connected to power and was displaying lower than the expected 14v while connected to the patient cable. There were no alarms active during this event. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent preliminary testing and passed; however, did not pass functional testing due to increased resistances on the power cables. The reported event of replace power alarms occurring during a self-test was unable to be reproduced. The root causes of the reported events were unable to be conclusively determined through this investigation; however, the increased resistances of the power cables may have contributed to the reported event of low voltage alarms. Incidental findings: fluid ingress, wire fatigue. The power cables were cut open and fluid ingress was found. No damage to the wires were found. The increased resistances were due to wire fatigue. The device history records were reviewed for the system controller (serial number: (B)(4) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the backup controller was being hooked up to a power source, the controller displayed a low voltage replace power alarm. A self test was not able to be fully attempted. About 3-4 seconds into the self test, the test would cut off and a replace power alarm would appear on the controller. The controller was never used by the patient and was recently charged in (B)(6) 2021. The patient was issued a new backup controller.